Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (b)(B)(6) 2020. Device evaluation summary: according to the information received, the customer reported a breast implant that had a pitched nipple. During the visual evaluation, some bubbles were observed in the gel. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020 , the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted device received is a 400cc mentor memorygel breast implant, catalog 3504001bc, lot number: 9435105 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material deformation (out of box). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified gel breast implant experienced material deformation intraoperatively. The physician observed that when opening the box the breast implant had a pitched nipple. No adverse event or patient consequence was reported.